Event description:
The hospital reported that during an endoscopic vein harvesting procedure using 7mm extended length endoscope, they described the complaint of a blue color to the end of scope, however when they evaluated it they see a crack in the lense.. No patient involvement.

Manufacturer narrative:
Updated sections: e1,g4,g7,h2,h3,h6,h10. E1 correction: contact email is (B)(6). Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The product was returned to the factory for evaluation on 10mar2020. An investigation was conducted on 18mar2020. Signs of clinical use and no evidence of blood was observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was obtained. Based on the returned condition of the device and the evaluation results, the reported failure "crack" was not confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using 7mm extended length endoscope, they described the complaint of a blue color to the end of scope, however when they evaluated it they see a crack in the lense. No patient involvement.